Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain three. The patient's ultrafiltration reading was 1576ml, indicating the home patient (hp) drained 1576ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycle advances to the next fill when a slow / no flow occurred, above the min. Drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.